Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4). The dentist reported that he had to remove the dental implant because the prosthetic abutment has fractured inside it. As it was not possible to remove the fractured portion, it was necessary to remove the dental implant.